Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2 mg/ml of hydromorphone and 200 mcg/ml of clonidine via an implantable pump for spinal pain. It was reported the patient missed a refill and their pump went empty on (B)(6) 2019. The empty reservoir code was confirmed on the pump logs. The rep was using the clinician programmer tablet and therapy application. The patient was currently due for a refill. It was reported the patient did not hear the alarm. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient not hearing the alarm, it was noted others were able to hear the alarm. The cause of the patient not hearing the alarm was reported as the patient was very ill and was in and out of several hospitals. The hcp was unable to find the patient and phone calls were un-answered. It was noted the patient was successfully refilled on (B)(6) 2019. The patient¿s weight was unknown as the patient was unable to stand and was transported by an ambulance cart. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp). The hcp reported that regarding the report the patient was very ill and was in and out of several hospitals and was unable stand, the hcp stated there was no device or therapy issue related to this information. The patient had been in different hospitals for treatment and the managing hcp was not able to practice at all locations.